Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2020.

Event description:
The customer reported that the ventilator turns on into ventilation mode successfully but will not go into diagnostic mode. There was no patient involvement. Technical support advised the customer that it is possibly due to a defective central processing unit printed board assembly (cpu pcba).

Manufacturer narrative:
G4: 06jan2020. B4: (B)(6) 2020. The customer reported that the unit will be retired. No service was rendered. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.